Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had been exhibiting low impedance for several months. All other electrical measurements were good. X-ray revealed no defect on the lead. The physician elected to take no action at this time. The patient was feeling good and was in stable condition.